Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number on the suspect ratcheting handle is illegible. Return requested. Replacement ratcheting handle shipped to site 06/30/2016. No parts have been received by manufacturer for analysis. On 07/14/2016 a medtronic representative, following-up at the site, confirmed it was the cap that became loose on the ratcheting handle. Part not received by manufacturer.

Event description:
A site representative reported that the upper cap of straight navlock handle has been loosened and will not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.